Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the issue occur with two ple60a devices or two reloads? Both ple60a being returned, can't tell which one it occurred on. What was the product code of the green reloads (ecr60g or gst60g)? Reload is an ecr60g. Was the sliver of plastic from the green reload retrieved from the patient? Yes. Is the sliver returning with the devices? Yes splinter remnant is being returned. Are the reloads returning with the devices? Reloads are being returned. Could it be confirmed on which firings this event occurred (1st, 2nd, 12th, etc.)? Not sure on which firing event occurred. Was buttressing material utilized? If so, which product? Buttressing material was used, gore seam guard. Was a leak test performed and if so, what was the result? Leak test was performed and no issues were observed.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge reload present. The reload was received fully fired. In addition the returned cartridge was noted to have deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after firing the instruments multiple times and upon completion and inspection of the staple line, the surgeon noticed remnant a sliver of green reload in the abdomen. It appears that the knife blade trimmed a small piece of plastic off of the staple reload cartridge. There were no patient consequences. Case was already completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the issue occur with two ple60a devices or two reloads? What was the product code of the green reloads (ecr60g or gst60g)? Was the sliver of plastic from the green reload retrieved from the patient? Is the sliver returning with the devices? Are the reloads returning with the devices? Could it be confirmed on which firings this event occurred (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was a leak test performed and if so, what was the result?